Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) was confirmed the cover was loose. Upon investigation, the rear response button was non-functional. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor does not communicate with belt.